Event description:
Patient was implanted with apogee on (B) (6) 2008. On (B) (6) 2008, patient presented with worse incontinence than before, pain at left side of buttock, infection at the exit point in the left groin. On (B) (6) 2009, patient had a revision for infection at the exit point in the left groin and it was resolved.

Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for lot history review. The IFU instructs the patient to contact the physician if severe pain results. The frequency of occurrence is consistent with risk management documentation.